Manufacturer narrative:
Additional information was added: the lot was manufactured from july 9, 2019 - july 11, 2019. The actual device was received for evaluation. A visual inspection was performed and found a broken syringe tip stuck on the infusor's fillport. No evidence of damage was observed from the infusor's fillport. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported damage was observed at the filling port on a large volume infusor. There was no patient involvement. No additional information is available.